Event description:
A dental assistant walked into the room where the steam sterilizer was in use. The door of the sterilizer blew open. The sterilizer fell off the counter onto the floor. Some part of the sterilizer or an instrument struck the assistant in the nose. The alleged result was a laceration 4mm long across the nose and a broken bone in the nose. No sutures were required. The assistant returned to work following treatment.